Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device has not been returned.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2012. On (B)(6) 2015 the patient came in emergently to the hospital experiencing pain. The physician discovered an endoleak with sac growth. The physician elected an open repair and during the procedure the physician found the implanted grafts had separated. Following the completion of the open repair the patient expired 5 days post procedure.

Manufacturer narrative:
The clinical evaluation confirmed a type 3b endoleak, type 2 and a component separation. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. Devices were not returned for evaluation. The root cause is unknown, there is not enough information to determine the root cause of the type 3b endoleak. Potential contributing factors to the reported event include; off-label, severe calcifications through the aorta/iliacs and the severe angulation of the components most likely contributed to the el3b; multiple patent lumbars and antiplatelet therapy contributed to the el2 and aneurysm growth. Intraoperative exploration of the sac contributed to the separation of the components [and the decision to do a partial explant, and the negative sequelae that followed] massive blood loss, clamping of the infrarenal aorta and subsequent tearing of the left renal artery and the necrotic bowel, renal failure and compartment syndrome. These types of events will be monitored and trended as part of the quality system.